Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to increased pain.

Manufacturer narrative:
Additional information was received that the patient does not have paralysis as confirmed by the physician.

Event description:
A report was received that the patient underwent an explant procedure due to increased pain.

Manufacturer narrative:
Additional information was received that the patient stated that he had an explant due to paralysis following an implant procedure however, the physician confirmed that the patient had an explant due to increase pain. It was still unknown what caused paralysis and if it was a pre-existing condition or a result of explant procedure. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to increased pain.